Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2mm x 20mm x 143cm coyote¿ es was advanced for dilatation. However, during the second inflation at 6 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a coyote nc balloon catheter. No patient complications were reported and the patient's status was good.